Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. (B)(4).

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported the patient could not get the recharger to charge from the wall. The patient stated the desktop charger status light was illuminated , but when plugged in the arrows did not match up. The patient stated the connector only fits in backwards, and the patient never noticed this until it gave her trouble. The patient noted the connector pin did not appear loose or bent. The patient reported both the recharger and ins were dead. The patient reported last charging the ins about a week ago. No symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.